Event description:
A home peritoneal dialysis pt reported that he was overfilled with peritoneal dialysis solution. He woke up in the middle of his ccpd treatment and felt that his abdomen was distended. He disconnected himself from the cycler and weighed. He usually weighs 230 lbs but he weighed 247 lbs that night. He continued his treatment and had an alarm during the last fill. The cycler showed that he was filled with only 290 ml and the solution bags were empty. His prescribed last fill volume was 2,500 ml. He felt fine after the treatment. There was no serious injury or illness.